Manufacturer narrative:
Concomitant product: product ID 8711, lot # j10972r33, implanted: (B)(6) 2002, product type catheter. (B)(4).

Event description:
Additional information received reported that the onset/diagnosis was 2015 (B)(4). (B)(4) was cultured and the patient outcome was unknown/ ongoing at the time of this report. The patient was admitted to a long term facility for csf (cerebrospinal fluid) leak and ¿other complications.¿ it was unknown whether the patient had any risk factors prior to device implant.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented at the emergency room (ER), and explant was required/ planned for (B)(6) 2015 for infection at the pump pocket. The patient had redness and swelling at the pump pocket and fever. There was no alleged product issue. The patient was reported to be ¿alive with injury.¿ a swab was taken but the type of infection was unknown at the time of this report. It was unknown whether perioperative antibiotics were administered, the patient was administered vancomycin for the infection. The healthcare professional (hcp) did not believe that the patient had meningitis. The pump was implanted (B)(6) 2015 and there had been no refill since implant. The pump was used to infuse morphine. No patient outcome was reported for this event. Follow up was conducted to obtain additional information. If additional information is received a follow up report will be sent.